Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process causing the anastomosis to tear. "The surgeon a partial occlusion clamp to redo the anastomosis." No other pt complications were reported.